Manufacturer narrative:
(B)(4). This report was not confirmed. There was no allegation reported against the baxter product by the customer. Based on the information obtained during baxter's investigation, the root cause of the alarm was not determined. A batch review was not performed because lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted.

Event description:
A system error (se) 2240 was found during a review of the patient logs of a returned homechoice (hc) cycler. This occurred on (B)(6) 2011, during dwell cycle 3.